Manufacturer narrative:
Batch review performed on 28 may 2018. Lot 147809: (B)(4) items manufactured and released on 16 february 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed on 28 may 2018 by packaging and washing manager from the attached pictures it was concluded that the damage evidently occurred due to forces experienced during transportation/handling. This was indicated to be correlated to the packaging configuration that allows degrees of freedom for movement within the package. The packaging was modified in february 2017 and the packaging produced from then contains a tip securing component that locks in place and can be positioned as appropriate to confidently secure all the stem lengths.

Event description:
Stem was found to be loose inside packaging and there was concern from the hospital staff about the sterility of the implant. Another implant was opened to complete the case.

Manufacturer narrative:
Investigation performed on (B)(6) 2018. Stem was found to be loose inside packaging. As reported in the preliminary investigation, the damage evidently occurred due to forces experienced during transportation/handling. This was indicated to be correlated to the packaging configuration that allows degrees of freedom for movement within the package. The packaging produced from (B)(6) 2018 contains a tip securing component that locks in place and can be positioned as appropriate to confidently secure all the stem lengths.